Manufacturer narrative:
Event date is approximate the month and year are valid only (september 2018). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding an implantable neurostimulator (ins) for comp lex regional pain syndrome type ii and spinal pain. It was reported that the patient has not been able to charge their device for approximately one year. The patient stated that they had charged the ins regularly. No diagnostics were performed as of yet. The rep will meet with the patient on (B)(6) to perform a por. No further complications were reported or anticipated. No symptoms were reported. (B)(6) 2018 mpxr 560137.1 (rep): additional information received from the manufacturer representative reported that they met with the patient and performed the physician mode recharge twice with no success. The patient did not want to try a physician mode recharge a third time. Additional information was received from a consumer and it was reported that they weren't using the ins a lot because their pain had lessened, so they didn't charge the ins which resulted in it becoming possibly over discharged. The patient reported the healthcare provider elected to replace the ins and the revision occurred on (B)(6) 2019. No patient symptoms reported. No further complications reported/anticipated.